Manufacturer narrative:
Results code used for the catheter.

Event description:
It was reported that the patient underwent a catheter change in 2008. No reason for the replacement or patient symptoms were reported.